Event description:
According to the reporter, prior to use, during charging, the power status indicator of all the chargers indicates flashing red and the handle could not be charged. Different handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident the charge field effect transistor (cfet) permanent failure bit was observed to be tripped.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was removed from representative charger 10 when the charging light emitting diode (led) turned flashing red and then the handle was placed on dummy charger 2 and readout 8.00 volts and 0.075 amperes. The data stored in the battery was analyzed using texas instruments by evaluation software and the charge field effect transistor (cfet) permanent failure bit was observed to be tripped. The handle was opened up and the thermocouple was intact. The battery cells were measured at 3.647 volts and 3.684 volts and was replaced with a known working battery. The handle was placed on representative charger 11 to wake up and then the handle initialized; the motor test passed, the piezo sounded, and the organic led (oled) displayed ready for clamshell. Representative clamshell and adapter were attached and calibrated. All four rotation keys were responsive and both green safety keys were functional and illuminated properly. The device tested satisfactorily on the a1 with an acceptable firing force and a representative loading unit was attached and calibrated, clamped, and articulated without difficulty. The handle was also green key reset. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.